Event description:
The physician encountered difficulty in removal of delivery system after the stent placement because the tip caught in the placed stent. The physician tried to place the outer sheath back to the original position before removing but it caught in the stent in the middle, so it could not be placed back to the original position completely. After the removal, x-ray marker could be seen in the stent in CT. Then, the physician found that the delivery system (inner sheath with tip) was detached, and the detached sheath was remaining in bile duct. The physician determined to monitor how it goes without removing it. The sheath was detached at the stent loaded part.

Manufacturer narrative:
It was reported that during removal of the delivery system after stent placement, the delivery system got caught in the stent and the inner sheath was detached. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. However, it is hard to exactly analyze because the device was not returned yet. Investigation will be conducted once device is returned and we will send follow-up report accordingly.

Event description:
The physician encountered difficulty in removal of delivery system after the stent placement because the tip caught in the placed stent. The physician tried to place the outer sheath back to the original position before removing but it caught in the stent in the middle, so it could not be placed back to the original position completely. After the removal, x-ray marker could be seen in the stent in CT. Then, the physician found that the delivery system (inner sheath with tip) was detached, and the detached sheath was remaining in bile duct. The physician determined to monitor how it goes without removing it. The sheath was detached at the stent loaded part.

Manufacturer narrative:
It was reported that during removal of the delivery system after stent placement, the delivery system got caught in the stent and the inner sheath was detached. As a result of analysis of returned device, the outer sheath was not detached and stent was deployed and not returned. The y-connector was pulled. There was curve on the stent loaded part of the outer sheath, the inner sheath was detached at the yellow marker part and was not returned. It was confirmed from the device history record that device had been manufactured with no significant issues and passed all the inspections successfully. Biliary structure where stent was implanted is narrow and curvy. It could be hard to remove from the delivery system due to the pressure generated depending on patient's lesion. If the physician tries to remove it by force in this situation, the tip or inner sheath could be caught in the scope or outer sheath. However, it is impossible to identify the exact root cause since it is hard to recreate the situation at the time of procedure. Based on the y-connector of the delivery system being pulled back and the inner sheath being detached, it is assumed when the delivery system was removed for the first time, the inner sheath was not positioned back to its original position into the outer sheath and removal was tried. It is assumed the tip got caught in the stent, and the inner sheath got detached during the repeated pushing and pulling of the delivery system for removal. Taewoong's user manual of this device states the following. "After stent deployment, removal of the introducer system and guide wire from the patient should be handled with care. During removal, if strong resistance is felt, wait 3~5 minutes for the stent to expand then try again. (Position the inner sheath to its original position into the outer sheath before removal)" this suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.